Manufacturer narrative:
The device was returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history reviewed was performed and revealed no other related complaints. During manufacturing of the sapien 3 ultra transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided by the site and the valve was noted detached from the holder and out of solution. One red particulate appeared on the valve leaflet inflow side. The leaflets appeared wrinkled and dehydrated, likely due to storage solution. The IFU and training manual were performed. The thv is packaged sterile in a plastic jar with a screw-cap closure and seal. Before opening, carefully examine the jar for evidence of damage. If the container is found to be damaged, leaking, without adequate sterilant, or missing intact seals, the thv must not be used for implantation, as sterility may be compromised. Remove the thv/holder assembly from the jar and inspect for any signs of damage. Verify that the serial number on the thv holder and the jar lid match. Record the serial number in the patient information documents. Rinse the thv by gently swirl the thv/holder assembly in 500 ml sterile, physiological saline solution for a minimum of 1 minute. Repeat this process in the second bowl for a minimum of 1 minute. Leave the thv in the second bowl until needed. Do not allow the thv to come in contact with the rinse bowl or the identification tag. No other objects should be placed in the rinse bowls to minimize the risk of contamination or damage to the leaflets which may impact valve function. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. No manufacturing non-conformance was identified or IFU deficiencies were identified; therefore, no preventative or corrective actions are required. The particulate was confirmed from the provided imagery. A review of DHR, lot history, complaint history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, during manufacturing process, all sapien 3 ultra valves are 100% visually inspected for particulate. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. No labeling/ IFU deficiencies were identified during evaluation. As reported, 'during prep for an implant of a 26mm sapien 3 ultra valve, by transfemoral approach, when opened, it was noticed that one of the leaflets had a bulge and also a red dot'. Per provided images, the valve was detached from the holder, so it is possible that the particulates were introduced during device preparation, as they were observed during the valve rinsing process. Due unavailability of returned device, a definitive root cause is unable to be determined at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During prep for an implant of a 26mm sapien 3 ultra valve, by transfemoral approach, when opened, it was noticed that one of the leaflets had a bulge and also a red dot. A further 26mm s3ultra valve was opened and implanted successfully.

Manufacturer narrative:
Added h.6 device code. Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The device was returned for evaluation. The valve was returned without the holder in the jar with solution. During visual inspection, one red particulate, approximately 0.4mm, was attached to a leaflet at the inflow. A crease was observed from the inflow. When tested with a probe, from the outflow the crease (bulge) of the leaflet appeared shallow. No functional or dimensional testing was necessary. The evaluation is based on visual inspection and material analysis. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history reviewed was performed and revealed no other related complaints. During manufacturing of the sapien 3 ultra transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided by the site and the valve was noted detached from the holder and out of solution. One red particulate appeared on the valve leaflet inflow side. The leaflets appeared wrinkled and dehydrated, likely due to storage solution. The IFU and training manual were performed. The thv is packaged sterile in a plastic jar with a screw-cap closure and seal. Before opening, carefully examine the jar for evidence of damage. If the container is found to be damaged, leaking, without adequate sterilant, or missing intact seals, the thv must not be used for implantation, as sterility may be compromised. Remove the thv/holder assembly from the jar and inspect for any signs of damage. Verify that the serial number on the thv holder and the jar lid match. Record the serial number in the patient information documents. Rinse the thv by gently swirl the thv/holder assembly in 500 ml sterile, physiological saline solution for a minimum of 1 minute. Repeat this process in the second bowl for a minimum of 1 minute. Leave the thv in the second bowl until needed. Do not allow the thv to come in contact with the rinse bowl or the identification tag. No other objects should be placed in the rinse bowls to minimize the risk of contamination or damage to the leaflets which may impact valve function. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. No manufacturing non-conformance was identified or IFU deficiencies were identified; therefore, no preventative or corrective actions are required. The particulate and anomaly on the leaflet were confirmed on the returned device and provided imagery. A review of DHR, lot history, complaint history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Process walk through was performed by manufacturing to ensure none of the material, fixtures, or tooling used match red cellophane. Additionally, during manufacturing process, all sapien 3 ultra valves are 100% visually inspected for particulate. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. No labeling/ IFU deficiencies were identified during evaluation. As reported, 'during prep for an implant of a 26mm sapien 3 ultra valve, by transfemoral approach, when opened, it was noticed that one of the leaflets had a bulge and also a red dot'. Per ftir material analysis results, the red particulate showed similar absorption characteristic to cellophane. Per provided images, the valve was detached from the holder, so it is possible that the particulates were introduced during device preparation, as they were observed during the valve rinsing process. As such, available information suggests that procedural factors (device preparation) may have contributed to complaint event. However, a definitive root cause was unable to be determined at this time. Additionally, per device preparation manual, 'the appearance of thv leaflets during the rinsing process should not be used to judge the adequacy of thv coaptation. During the manufacturing process, each thv is individually inspected to confirm proper coaptation under physiological backpressure conditions prior to release'. Manufacturing mitigations in place support that it is unlikely a manufacturing non-conformance would contribute to the complaints while a definite root cause is unable to be determined at this time, available information suggests that user perception may have contributed to the complaint event.